Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working and middle button was responding intermittently. The customer blood glucose level was 131 mg/dl. Customer was assisted with troubleshooting. Customer states they remove battery and insert it again, although able to resume delivery and insulin pump function normally. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.